Event description:
A customer reported experiencing low blood glucose, value was not provided. Reportedly the customer passed out, ems was called and the customer was transported to the hospital. The customer was treated with intravenous fluids of saline. Treatment resolved the issue, there was no permanent damage, and the customer was released on (B)(6) 2025.